Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level (bg) was above 500 mg/dl. Reportedly, assistance was required in administering a manual insulin injection to address bg level. The customer reverted to manual injections for insulin therapy.